Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n313968, implanted: (B)(6) 2012, product type accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient had a CT scan type myelogram performed the day prior to the report with a spinal injection under fluoroscopy and somehow it changed their stimulator. The device was programmed to target their lumbar and lower back and since the myelogram they could feel it in their upper chest. The patient did not turn their stimulation down to 0v and off before the scan. It was further reported that the cause of the event was not determined. The patient was scheduled to meet a manufacturer representative on (B)(6) 2014 for reprogramming. The patient status at the time of the report was unknown. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.